Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports ten false negative results for ten patients when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 6. See related cases for alternate false negative results. Individual received a false negative test result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Individual received a positive result using abbott ID now test during the same time frame. Customer did not provide additional information.